Manufacturer narrative:
The field event of unable to seat torque wrench to loosen setscrew was confirmed. Final analysis found the set screw stripped due to procedural damage. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a routine generator changeout procedure. During the procedure, it was found that the torque wrench failed to properly engage the set screw connecting the right ventricular lead and resulted in difficulty removing it. The pacemaker was able to be explanted and replaced. The patient was stable.